Event description:
An adverse skin reaction was reported during wear of the abbott diabetes care (adc) device. The customer experienced redness at the sensor adhesive site, and fluid was observed coming from the skin. The customer sought medical attention from a healthcare professional, who prescribed difluprednate ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.